Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 26 mg/dl. The cause of low bgs was related to the customer¿s brittle diabetes. The customer received third party assistance from family members, who provided carbohydrates, and from emergency medical technicians (emts), who provided an IV of dextrose to address bg. The emts were called because the customer was not coherent, but this event did not cause any injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.